Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer was attempting to deliver a bolus and the numbers on the insulin pump started going up very rapidly. The customer's blood glucose was 336 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).